Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 40 mg/dl. Customer declined for troubleshooting. Customer stated that the insulin delivery was suspended due to sensor glucose values. The product will not be returned for the analysis.